Manufacturer narrative:
Corrected h.6 health effect impact code and investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the same complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and the crimp balloon appeared to be torn proximal to the I/c bond. One proximal wing was flared. Imagery of the patient's anatomy showed tortuosity and calcification present on the patient's access vessel. The IFU, device preparation manual, and procedural training manual were reviewed. During valve delivery, prepare and insert the edwards sheath. Refer to the edwards sheath IFU for information on device preparation and handling. Insert the loader into the sheath until the loader stops. Advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. For iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Maintain guidewire position during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary. Advance the catheter and use the flex wheel, if needed, to cross the valve or annuloplasty ring. Verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the target location. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by first unlocking the inflation device provided by edwards lifesciences. Then begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. If delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: 1. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. 2. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. 3. If resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. 4. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. 5. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. 6. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions are required. The balloon tear and withdrawal difficulty were confirmed by the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR, complaint history, and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The description states, 'when the 26mm sapien 3 ultra valve and delivery system crossed the valve and the team elected to move quickly, resulting in the pusher of the delivery system not being retracted... Team noted the delivery device balloon ruptured and they had issues removing it through the sheath.' The provided imagery revealed the patient's access vessels were calcified and tortuous. Vessel calcification and tortuosity can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip and subsequently contributing to withdrawal difficulties. Furthermore, in order to overcome difficulties withdrawing the delivery system, the device likely required excessive force and manipulation. Such force and manipulation may have resulted in the tear observed on the balloon. It was also possible that the balloon tore during valve alignment. Tortuosity can contribute to increased valve alignment forces, resulting in balloon tear. Performing valve alignment in a non-straight section increases the force required to position the valve between the valve alignment markers. Furthermore, per description, 'team elected to move quickly, resulting in the pusher of the delivery system not being retracted. During deployment, the pusher was on the delivery device balloon'. Procedural training manual instructs, 'check to ensure: thv is exactly between the valve alignment markers, and flex tip is on the triple marker' prior to valve deployment. It was also possible that the crimp balloon tore during valve deployment since the flex tip was on the balloon during deployment. As such, available information suggests that patient (tortuosity) and/or procedural factors (excessive device manipulation, increased valve alignment forces) may have contributed the tearing of the balloon while patient factors (calcification, tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to withdrawal difficulties of the delivery system through the sheath. However, a definitive root cause was unable to be determined at this time.

Event description:
As reported, during a tf tavr case within a pre-existing homograft, the delivery system balloon ruptured during valve deployment. The patient's pressure dropped significantly when the 26mm sapien 3 ultra valve and delivery system crossed the valve. The team elected to move quickly, resulting in the pusher of the delivery system not being retracted. During deployment, the pusher was on the delivery device balloon and the valve was pushed ventricular, but did not embolize. Team noted the delivery system balloon had ruptured and they had issues removing it through the sheath. They ended up putting a second sheath in, snaring the balloon, cutting it off the delivery system handle and removing it from the body through the sheath. The team then post-dilated the valve with another 26mm delivery system. The valve's final position was 50:50, with no pvl present, and no further intervention necessary or planned. Imagery provided seems to show that the rupture of the balloon occurred at the I/c bond area of the balloon.

Manufacturer narrative:
Investigation is ongoing.